Event description:
It was reported that during an interrogation, a patient's device was identified to be mysteriously programmed off. The nurse who identified that the patient's device was off did not believe any other physicians had done it and had no prior knowledge of the device being programmed off purposely when the event was identified. A review of the available programming history did not identify a cause for the event and showed that the device had previously operated as intended. A review of the manufacturing records verified that the generator had passed all inspections and was manufactured accordingly prior to release for distribution.